Manufacturer narrative:
An event of patient device interaction problem associated with thickening of leaflet was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information the cause for the reported patient device interaction problem associated with leaflet thickening could not be determined. It is possible due to procedural conditions such as valve under-expansion; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed.

Event description:
N/a.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was implanted in the patient using a large flexnav delivery system. The final implant depth was 1.6mm on the non-coronary cusp (ncc) and 3.35mm on the left coronary cusp (lcc). On 30 day echocardiogram (echo) showed questions of vale migration. The patient had an unscheduled computerized tomography (CT) scan, which showed suspicion of thickened leaflets. The valve worked intended. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.